Event description:
Home pt (hp) reports pin hole leak in pt line tubing of homechoice set noted during apd treatment. Baxter technician assisted hp in ending treatment to restart with new supplies. No pt injury or medical intervention required per hp.